Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of a ventral incisional hernia. As alleged a ventralight st w/ echo hernia patch (device #1) was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent additional surgery to repair the effects of failed mesh. The patient underwent extensive laparoscopic lysis of adhesions, including small bowel retraction and removal from his anterior abdominal wall and lysis of omental adhesions. As alleged, a ventralight st (device #2) was implanted to repair the hernia defect. The patient's attorney alleges the patient was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. It is further alleged the patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralight st w/ echo (device #1).

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced hernia recurrence and adhesions. Both recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the IFU as a known possible complication. If additional event and/or evaluation information is obtained, this report will be updated. This file represents the ventralight st w/ echo hernia patch (device #1), the patient is not making a claim against the ventralight st (device #2). This emdr updates and corrects the following fields, lot expiration date and device manufacture date. Device not returned for evaluation.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced hernia recurrence and adhesions. Both recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the IFU as a known possible complication. If additional event and/or evaluation information is obtained, this report will be updated. This file represents the ventralight st w/ echo hernia patch (device #1), the patient is not making a claim against the ventralight st (device #2). Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of a ventral incisional hernia. As alleged a ventralight st w/ echo hernia patch (device #1) was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent additional surgery to repair the effects of failed mesh. The patient underwent extensive laparoscopic lysis of adhesions, including small bowel retraction and removal from his anterior abdominal wall and lysis of omental adhesions. As alleged, a ventralight st (device #2) was implanted to repair the hernia defect. The patient's attorney alleges the patient was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. It is further alleged the patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralight st w/ echo (device #1).